Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Site issues was skin irritation. Event when skin irritation occurred: while wearing. The customer¿s blood glucose was 330 mg/dl, her blood glucose was 289 mg/dl and the sensor glucose was 340, 288, 270 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. The sensor will not be returned for analysis.